Event description:
A home pt's family member contacted baxter's technical service center regarding a system error 2240 message that appeared on the display of their homechoice machine during drain 1/5 of their automated peritoneal dialysis therapy. Reportedly, the home pt was connected at the time of the alarm. However, the home pt disconnected from the pt line during the drain cycle without hitting stop. Pt immediately reconnected back up while still in the drain cycle. The home pt received that alarm shortly after. Baxter's technical service center assisted the home pt's family member in ending therapy early. No pt injury or medical intervention was associated with this incident per the home pt.